Event description:
It was reported that during an unspecified surgical procedure, it was observed that the casing was loose on the motor device. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the hose was torn on the device. The assignable root cause was determined to be due to allowing the hose to come in contact with a sharp object, which is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.